Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2025-01114 - device 2 of 2

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced two infusion set cannula kinked events on 04-jan-2025 and 07-jan-2025. The events occurred within three or more hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.